Manufacturer narrative:
Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip completely broken off, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was broken. Customer's blood glucose was not reported. Insulin pump would be replaced.